Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Tritanium 54 acetabular cup, 42 cocr insert, 42e mdm poly insert and a 28 lfit femoral head were explanted due to failed component per surgeon. Corrosion was seen on the back of the 42 cocr insert. 60 multi hole tritanium cup was implanted with a 36 10 degree liner and a 36 biolox head were implanted. Explanted product information was not available or clearly visible on explanted components.